Event description:
It was initially reported that the patient had sleep apnea. There is no relationship to vns provided. The patient uses CPAP nightly and was reported to do so without difficulty. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received that the reported sleep apnea was not related to vns. The patient had a history of apnea prior to vns and the apnea is not made worse my vns.